Manufacturer narrative:
Correction: h6: health impact code should be corrected to reflect prolonged surgery.

Event description:
It was reported that during an implant procedure, an operation issue was noted on the lead, resulting in difficulty adhering to the heart tissue, and resulting in an inability to extend the lead helix. The lead was not used and another product was used to complete the procedure. No patient consequences were reported.